Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that discovered the unit to have failed the run time test, replaced the batteries. The iabp was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance (pm) by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involved, thus no adverse event was reported.